Event description:
Information was received from a healthcare provider regarding a patient receiving an unknown drug via an implantable pump. The indications for use were unknown. It was reported that the caller, a registered nurse (hcp) stated a patient was doing yardwork, and when they came in for his refill, the pump shifted and became imbedded deeper. The hcp stated they were a difficult stick but the hcp was still able to refill the patient's pump. The hcp had no further information. The hcp was called. The hcp elaborated that this patient, they could always feel the edge of the pump and had always been able to successfully fill the pump. The patient was doing yard work and the pump had shifted a little bit towards their belly. They initially had trouble refilling the pump, but after shifting the template a bit, they were successful in filling the pump. The hcp noted the patient wanted the pump refilled because they were going on vacation. The hcp requested the patient not be contacted, and provided the patient's name.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.